Manufacturer narrative:
Investigation summary: a photo has been sent for evaluation but has not yet been investigated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Upon completion of the investigation, a second supplemental report will be filed retained samples for this complaint batch were evaluated and did not show scale issues. The scale permanency test results meet specifications. From this information, it is not possible confirm the complaint. Bd was not able to duplicate or confirm the failure mode indicated by the customer. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd plastipak¿ 1ml insulin syringe the ink smeared on the customer¿s hands. There was no report of injury or medical intervention.